Event description:
It was reported the insulin pump alarmed for a motor error during the basal and bolus delivery. The insulin pump had not been exposed to a strong magnetic field. The blood glucose reading was 102 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.